Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 that appeared on the homechoice (hc) unit display. This event occurred during use, the patient was connected, in dwell 1. The home patient (hp) stated the supply bag disconnected. The technical service representative (tsr) explained the alarm and had the hp cycle the power for se 2367. The hp was to restart with new supplies. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement and there was no patient injury or medical intervention associated with this event. During a follow-up with the customer, she stated that she is ok and has been able to continue therapy. She stated that she thought the supply bag was hooked up when she started therapy but then received the se 2240. The hp did not notice how the supply bag disconnected but stated she may have not connected it properly. She was able to continue with therapy after being instructed by the technical service representative (tsr) to start over with new supplies.

Manufacturer narrative:
(B)(4).this complaint for a system error (se) 2240 (air in set) was confirmed and the root cause was determined to be the supply bag disconnected without falling. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.